Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Manufacturer narrative:
Customer contour next test strips were returned to qa for evaluation. The strip information was not available for the initial report. Model# not provided, lot# 3jfef09, exp date 09/30/2015. Manufacture date 09/01/2013. One bottle of strips was returned and tested by qa. They read an average of 105mg/dl high, out of spec. With blood. One strip was tested with control and it read 106mg/dl high out of spec. The retention lot provided satisfactory results. A visual inspection of the strips confirmed there were contour next strips from multiple bottles mixed together, and none of which originated from the bottle.

Event description:
A (B)(6) customer ran a blood glucose test on the contour next usb and received a reading of 194mg/dl. He retested using the contour usb and the reading was 79mg/dl. On a second comparison the contour next usb read 200mg/dl and the contour usb read 105mg/dl. The differences between the readings fall in the "c" zone of the consensus error grid, making the differences clinically significant. No adverse event alleged. Only the meter information was provided. A request was made for the strips to be returned for evaluation. New strips were sent to the customer.